Manufacturer narrative:
Concomitant products-alinity ci-series system software ln # (B)(4). Correction/removal number: 3016438761-07/30/21-002-c. Further investigation into this issue noted that the clean ict drain tip procedure was performed incorrectly that could have cause damaged to the connector or leaking from the connections. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version (B)(4) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported that ict valve no tubing to waste block came out and broken on the alinity c processing module. The field service representative replaced the ict valve tubing and replacement resolved the issue. There was no impact to patient management and no exposure or harm to user was reported.